Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer¿s blood glucose was 250 mg/dl. Customer was unable to clear the alarm. The device will be returned for the analysis.